Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had always had an issue with recharging the implant. The patient would charge every day for 45 minutes and it takes her a long time to get the connection with the belt. The patient got all coupling bars but it took a long time to get all of the coupling bars and the belt does not work well for the patient. The patient was considering getting a non-rechargeable device. No patient symptoms reported. Additional information was received from the patient's friend or family member and it was reported that the ins was replaced to a non-rechargable ins and caller inquired about how to dispose of pt's external equipment (that went with the rechargable ins). Reviewed requested information with caller. Caller mentioned that the previous ins was replaced due to the ins shifting and the pt couldn't get a good signal to charge the ins for about 6 months. The caller noted that the charging issue was a "pain in the butt". The caller indicated she would dispose of the equipment herself following the guidelines reviewed.